Event description:
It was reported, that 2 pressure rated ext sets bonded ss 8.5. Were blocked/occluded during use and wouldn't flush. The following information was provided by the initial reporter: "not able to flush any products through a number of sets. Probably 1 in 15, with the last two cases we have received. Seems to be a blockage in tubing. No pt harm".

Manufacturer narrative:
Investigation summary: one sample (model #22003e-07) was returned by the customer. It was reported, that users are not able to flush any products through a number of sets. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water to confirm an open fluid path. The fluid path of the sample was not open. And the sample was unable to be flushed. The complaint can be verified. A device history record review for model 22003e-07, lot number#: 20109564 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23oct2020. There were no quality notifications issued, for the failure mode reported by the customer, during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated. And a team has been assembled in order to investigate the issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pressure rated ext sets bonded ss 8.5 were blocked/occluded during use and wouldn't flush. The following information was provided by the initial reporter: "not able to flush any products through a number of sets. Probably 1 in 15 with the last two cases we have received. Seems to be a blockage in tubing. No pt harm".